Event description:
Device complication: none. Time of complication: during hospitalization, start date 2005, stop date 2005. Symptoms: patient developed confusion, expressive aphasia and left-sided weakness, and inability to complete full sentences. It was reported that in 2005, during hospitalization the pt developed confusion, expressive aphasia, and left-sided weakness following a carotid stent procedure. An MRI brain exam indicated there is diffuse prominence of sulci, fissures and ventricles. There is mild periventricular leukomalacia and atrophy. The findings are compatible with small acute white and gray matter infarcts involving the left parietal, left temporal and left occipital lobes. A CT scan was also performed and indicated the ventricular system, cisterna and cortical sulci appear unremarkable. There is no mass, midline shift, intracranial hemmorrhage, hydrocephalus or extra axial fluid collection. Axial bone windon images are within normal limits. Moderate cortical atrophy was also indicated. Sinusitis was also noted. By the next day, the symptoms were almost completely resolved. The pt was placed in intravenous heparin. The pt has a history of paroxysmal atrial fibrillation and the decision was made to keep the patient on plavix, IV heparin and start coumadin for management of the paroxysmal atrial fibrillation. In two to three days later, the pt was ambulating without problems and was discharged with an inr of 1.9.